Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the physician was performing a procedure, part of the shaver had broken off in patient. It was reported that the hospital was unable to confirm if a medtronic device was used however were able to report that the tool used in the surgery was part of 8ta11 tool. No patient impact reported. On follow up, it was reported that it was a part of the attachment that was broken, not the tool. It was also reported that no further information was available on the patient current status or the attachment or the lot number of the tool used in the surgery.